Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in the clinic, noise and a decrease in sensing were observed on the right ventricular channel due to suspected lead damage. Lead provocative tests were recommended to assess possible lead damage. The patient experienced no adverse consequences.